Event description:
It was reported that an asymptomatic patient presented in clinic for routine check up. Increased high voltage lead impedance was observed on the svc coil. The svc portion had previously been programmed off. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped and replaced. During the lead procedure the physician descovered a very tight kink in the yoke which looked like it was bent in half under the device and the physician believes this was the cause of the svc impedance anomaly.